Event description:
Customer reported "slide clamps are too tight which can result in torquing of the hub when trying to clamp or unclamp." This causes the hub to "pop off" and the PICC needs to be replaced. No patient harm was reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported "slide clamps are too tight which can result in torquing of the hub when trying to clamp or unclamp". This causes the hub to "pop off" and the PICC needs to be replaced. No patient harm was reported. Patient condition reported as fine.